Event description:
Patient with biliary stricture and biliary stones being treated with percutaneous biliary drainage (ptc). Patient came to ER with worsening abdominal pain and nausea/vomiting. Per mother ptc was placed to bag drainage by two doctors from radiology around 9:30 pm. Per mother ptc did not drain any bile after being placed to drainage bag and patient developed fever/chills, heart rate 150/min and worsening pain.patient was brought to interventional radiology next day for ptc tube check/change.on arrival in interventional radiology, patient was discovered to have male/female cap on end of ptc tube with drainage bag hooked to cap. This was a dead end cap and did not allow any drainage of bile from ptc tube. Cap was removed and bile flowed freely from ptc tube. Patient is now hospitalized with cholangitis.there is no color code to tell the provider that this is a plug, versus a connector.